Event description:
Healthcare professional reported left side defaltion. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, e1, g2, h6.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "breast is so deflated that is appear she has decreased in volume, possible from a leak." Device has been explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported "deflation". Later healthcare professional reported ¿breast is so deflated that is appear she has decreased in volume, possible form a leak¿. This record is for the left side. Device has been explanted and replaced.